Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad administrator reported that the patient was admitted with anemia due to gi bleeding. The patient had decreased hemoglobin (hgb) levels, intermittent melenic stools, some fatigue on exertion, and subjective fevers. Additionally, the patient has had a history of driveline infection (methicillin sensitive staphylococcus aureus, pseudomonas) and is status post repeat vad driveline would debridement on (B)(6) 2013. The patient was readmitted on (B)(6) 2014 for sepsis secondary to a driveline infection. The patient presented with shortness of breath, worsening bilateral lower leg (bll) edema, and fever. Patient was started on antibiotics. The patient was eventually discharged home.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.